Manufacturer narrative:
All available information was investigated and the reported leak could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to lose connection between the stopcock and clip introducer. The air embolism appears to be an outcome of the leak. The reported patient effects of air embolism, as listed in the mitraclip nt system (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report air embolism. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The steerable guide catheter (sgc) was advanced and when inserting the clip delivery system (cds), the three-way stopcock of the clip introducer was observed to be opening and the sgc had loss of fluid column. The physician immediately closed the three-way stopcock and aspirated. The air calmed down, but when advancing the cds, new air bubbles appeared in the left atrium; therefore, the physician decided to remove the sgc and cds. The procedure continued, one clip was implanted, reducing mr to 1. The physician confirmed that there was no symptom of cerebral infarction in the patient after surgery. It could not be confirmed what device contributed to the air. No additional information was provided.